Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the actual device involved in this event was returned for evaluation. There were no visual defects found. The catheter failed the leak test because it had two holes in the balloon and a filter clogged with d5w. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B) (6) 2010. During the procedure, the catheter was inserted into the patient and the pressure dropped during fill. The surgeon removed the catheter and noticed that the balloon had ruptured. The highest pressure reached was 80mmhg. The procedure was aborted. The patient was under general anesthesia. The surgeon performed an unplanned laparoscopy which required additional incisions to confirm that no uterine perforation had occurred.